Manufacturer narrative:
The insulin pump passed the functional test, including the self-test, unexpected restart error test, displacement test, rewind test, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No motor error alarms or displacement anomalies noted. The motor was tested outside the device and passed. No prime alarm or delivery anomaly noted during testing. All operating currents are within specification. The insulin pump was received with cracked reservoir tube lip and cracked display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose at time of incident was 78 mg/dl. The customer stated insulin is squirting out during the manual prime process. Customer received compromised force sensor alarm. Customer reported insulin continues to drip after the letting go of the button during the prime process. Customer was unable to successfully prime the set. The customer was advised to discontinue use of the device and revert to a backup plan.